Manufacturer narrative:
This MDR is being submitted following per our procedure; patient was admitted to hospital for ketoacidosis (dka). Patient was on v-go at time of hospitalization. Device worn at the time of hospitalization is not available for investigation. Further information from the patient is not available. This MDR is being submitted past the 30 day window due to difficulties in switching to the emdr system. Details are documented in an e-mail and letter sent to the emdr desk. Not returned to manufacturer.

Event description:
A hcp called valeritas customer care to obtain information about what size vgo a pt. Was prescribed, as the pt. Was admitted to the hospital with dka. No further information is available at this time as the pt. Has not returned calls placed to him by the ae assessor to allow for further investigation of this case. Without speaking with the pt. The ae assessor is unable to identify contributory causes to the dka and compare pt. Pre-vgo insulin regimen and pre-vgo bg range to pt. Vgo insulin regimen and bg range. This case will be closed without further follow-up from the ae assessor. If the pt. Returns the calls, the case will be reopened for further investigation.

Manufacturer narrative:
Initial reporter corrected. Health professional - yes checked. Physician. Follow up #1. Serious injury. Correction checked. Patient, device, method and conclusion codes corrected.